Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that during advancement, the guide wire interacted with the patient¿s moderately calcified, moderately tortuous, and 75% stenosed lesion, resulting in the reported difficult to advance. Manipulation of the guide wire, when resistance was encountered, likely contributed to the reported polymer peeling. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the left anterior descending coronary artery with moderate calcification, moderate tortuosity and 75% stenosis. The vessel was pre-dilated and a hi-torque balance middleweight universal ii guide wire (gw) was advanced with resistance felt from the patient anatomy. The gw was removed and upon reinsertion, the middle of the guide wire felt resistance with the anatomy and was again withdrawn. The black coating was observed as non-uniform [peeling]. Therefore, the gw was discarded and another unspecified gw was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.